Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, missing intracardiac electrograms (iegms) and a diagnostic anomaly were noted on the device. The physician attempted to interrogate the device with a different merlin programmer, however, the problem persisted. The device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.